Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54 mg/dl. Customer¿s current blood glucose was not given. Customer declined to troubleshoot for low blood glucose. Customer stated their sensor had alerts like lost sensor signal and unexpected re-initialization. Customer was advised that strong rf interference in the environment may lead to possible signal interference alert and to follow pump screen instructions if this occurs and to continue sensing. Sensor will be returning for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened and used.